Manufacturer narrative:
The device was returned to omsc for evaluation. Omsc inspected the device and confirmed the following: the water supply amount and air supply amount of the device did not meet the manufacturer's standards. The appearance of the device was inspected, and there was no abnormality such as deformation on the air/water nozzle. The air supply may have been weak due to the foreign material clogging the air/water nozzle. In addition, the reported event may have been caused by foreign material entering the air/water cylinder from the outside and clogging the air/water nozzle, such as during cleaning. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) removed the air/water nozzle from the device and checked the inside of the nozzle, and found that it was clogged with brown foreign material. As a result of component analysis of brown foreign material, a hydroxide (metal rust) component was detected. There was no report of patient injury associated with the event.